Manufacturer narrative:
(B)(4). D10- medical product/; lps-flex option femoral e-r, item# 00596401552, lot# 63246971. Lps-flex fxd mld ef/3-4 09mm, item# 00596403209, lot# 63094649. All poly pat comp 32dia, item# 00597206532, lot# 63190434. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately nine years four months post implantation due to pain. There is no additional information available.